Event description:
It was reported that during initial positioning during the implant procedure, the helix of the right ventricular (rv) leadless pacemaker (lp) became stretched. The lp was removed and a new lp was implanted to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The reported event of stretched helix was not confirmed. A visual analysis noted helix was within required specification. Further analysis performed revealed no anomaly. A longevity assessment revealed battery voltage above the elective replacement indicator (eri) voltage with appropriate remaining longevity.